Event description:
It was reported that "use was discontinued due to discomfort when air was added to the cuff". There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. D5. Operator of device is unknown, no information has been provided to date. One used decontaminated device sample was received for investigation with its original packaging. Under visual inspection the sample appeared to be in good condition, no signs of abnormalities when the cuff is inflated. An inflation test was performed and after twelve (12) hours the cuff was still fully inflated. The product is functional without obvious causes of discomfort. The root cause of this incident remains unknown because without more detailed information we are unable to determine the true root cause of this issue. A review of the device history records shows there were no observations recorded during manufacturing to suggest an issue of this nature would occur with this lot of products. No trend of confirmed customer complaints was identified in relation to this issue.